Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A customer reported that during a surgical procedure phacoemulsification power did not work anymore. The handpiece was replaced and the surgery was completed without harm to the patient. This is the one of three reports from this facility.

Manufacturer narrative:
No further information was able to be obtained from this customer. With no additional, related information provided, the customers reported event was not able to be confirmed. The manufacturing device history record (DHR) was reviewed. Based on assessment, the products met specifications at the time of release. The root cause cannot be determined conclusively. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Three handpieces were returned for evaluation. However, there was no further information obtained from this customer. The manufacturing device history records (dhrs) were reviewed. Based on assessment, the products met specifications at the time of release. Three handpieces were received at for evaluation. A visual assessment of the returned samples showed no ¿non-conformities.¿ a flow rate test was performed on the irrigation and aspiration lines of the three handpieces, which found the handpieces to meet specifications per product specifications. The three handpieces tuned successfully and completed a five-minute burn-in test with the system set at 100% ultrasonic and torsional power. The handpieces were connected to dynamic tuning fixture (dtf) for stroke length testing on the longitudinal and torsional movements, which found each handpiece to meet specifications. Testing at the manufacturer found each handpiece to meet alcon specifications. Therefore, the customer reported event was not able to be confirmed. The manufacturer internal reference number is: (B)(4).